Manufacturer narrative:
(B)(4). Evaluation, results: (based on the limited info available no root cause can be determined); (mi, death). Conclusion: no conclusion can be drawn (based on the limited info available no root cause can be determined).

Event description:
An endeavor sprint rx drug-eluting stent was successfully deployed to an occluded lesion in the proximal lad. An mi was reported to have occurred approx 15 days post index procedure. Pt death was reported by phone from the family approx 9 weeks later. Date and details of death are unk.